Event description:
It was reported that the caller stated on (B)(6) 2018, they observed pus pouring out behind the patient's ear, which was determined to be due to an infection related to the implantable neurostimulator (ins), resulting in removal of the right ins. Three years later, the caller noticed pus coming from behind the patient's left ear and eventually from the top of the patient's head, which was attributed to an infection involving the other ins, leading to its removal on thanksgiving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.